Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings and pawls were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was getting hot when being used and the bit devices fell out during use. The event was not reported to have occurred during surgery but was discovered in a lab setting. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Event date: the event date was documented as (B)(6) 2015 in the initial report. The event date has been updated as unknown. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.